Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 implantable collamer lens -9.5/1.0/080 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and glare/haloes. This exchange resolved the problem. Cause of event was reportd to be patient-related factor. However, the reporter stated that the device failed to perform as intended.